Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the investigation. Updated fields: b5, d8, h2, h3 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure being prolonged by 30 minutes or more; however, further follow-up indicated there was no patient harm, no serious injury, and no adverse patient effects due to the prolonged procedure, thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was evaluated, and the customer's allegation was confirmed. The inspection identified that the wire stopper was detached and the bending section could not be bent in the up direction at all. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the following led to the malfunction: excessive angle operation stress was applied during handling. Olympus will continue to monitor field performance for this device.

Event description:
Additional follow-up indicated there was no patient harm, no serious injury, and no adverse patient effects due to the prolonged procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope's up down cable snapped. The diagnostic colonoscopy under sedation was prolonged for 30 minutes or greater and was completed using a backup device. There were no reports of further patient harm.